Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. Fi results: reviewed sterilization and seal strength records for related work order and did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Review of work order (B)(4) and the event code "infection" did not identify any ncs or CAPA associated with this information.

Event description:
Healthcare professional reported right side device removal due to "infection." Device has been explanted.